Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure, the drill bit was broken and unable to be retrieved. Fragments were generated and left inside the patient and no medical intervention was made. No plans to remove the fragments. Procedure was successfully completed without surgical delay. Patient was fine and doing well.

Manufacturer narrative:
Additional procodes: gff, gfa, hsz. A product investigation was completed: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure, the drill bit was broken and unable to be retrieved. Fragments were generated and left inside the patient and no medical intervention was made. Procedure was successfully completed without surgical delay. Patient status was unknown. This is report 1 of 1 for (B)(4).